Event description:
According to the facility on (B)(6) 2024, "the surgeon was irrigating with the asepto and the syringe part of the asepto shot off and hit the patients exposed spinal cord.".

Manufacturer narrative:
According to the facility on (B)(6) 2024, "the surgeon was irrigating with the asepto and the syringe part of the asepto shot off and hit the patients exposed spinal cord. The patient had a decrement of sensory signals on the sensory motor test and did improve to 75% of baseline. The patient was stable after surgery". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.